Event description:
During a coil embolization two coils got stuck within the microcatheter. There was no reported pt injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.